Manufacturer narrative:
The patient reported that she had experience hypoglycemia in the 60s that prompted her to be taken to the emergency room via ambulance. The emergency room doctors did not know what the v-go device was and had her remove the device. The patient was treated in the hospital for hypoglycemia. The patient states that she suffers from slight memory loss since she has fibromyalgia and was not able to provide the date nor her blood sugar readings since it was a few years ago. Attempted to call patient back and left a message to obtain hospital name and address. There was no allegation of device malfunction. The device was not returned for evaluation. No root cause can be determined based on the information provided.

Event description:
The patient reported that she had experience hypoglycemia in the 60s that prompted her to be taken to the emergency room via ambulance. The emergency room doctors did not know what the v-go device was and had her remove the device. The patient was treated in the hospital for hypoglycemia. The patient states that she suffers from slight memory loss since she has fibromyalgia and was not able to provide the date nor her blood sugar readings since it was a few years ago. Attempted to call patient back and left a message to obtain hospital name and address. There was no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4). Initial reporter corrected. Initial reporter- health professional. Non healthcare professional. Follow up #1. Serious injury. Manufacture date provided.